Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 21096862.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances on the lead. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.